Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with a pressure regulating valve on (B)(6) 2018 due to hydrocephalus caused by brain tumors. It was stated that the patient was experiencing pain at the site of the catheter occasionally after surgery.